Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) spoke with the pharmacist and had the quantity corrected from 3 to 2, after which the medication was successfully issued. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, an error occurred when attempting to issue a medication due to insufficient quantity. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.